Event description:
Customer stated that while on the scene of an auto accident, they attempted to load a full arrest patient and experienced difficulty lowering the cot to a load position.

Manufacturer narrative:
The device has been evaluated by the manufacturer and the incident could not be duplicated and no malfunction was detected. We are reporting this incident due to the reported delay in transport.